Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son experienced hyperglycemia. The customer¿s blood glucose level was 432 mg/dl. Customer was treated his blood glucose with pen and today his blood glucose was 232 mg/dl. It was unknown whether the customer using auto mode feature at the time of incident. Customer stated that insulin pump's display flashing back and forth. Customer stated that they disconnected from the insulin pump since the last night when this display issue happened. Customer stated that there was no damage to contacts of battery cap. Customer was advised to remove the battery and they stated that the insert battery alarm did not appeared on the screen. Display did return after insulin pump restart but only partial display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Blank display not confirmed. Missing segments/partial display not confirmed.